Manufacturer narrative:
Insulin pump passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly noted. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is having problems not being able to fill her reservoir and stated that she previously went through 6 reservoirs and today had to use one more. The customer does not know her blood glucose. She also said that she is having difficulties changing her infusion set and cannot change her reservoir because she cannot get into the reservoir and set menu. The insulin pump will not be returning for analysis.